Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed. Patient received inappropriate antitachycardia pacing (atp). A decrease in r-waves was noted. Programming changes were made. Patient condition is stable.